Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. Based on similar complaints, the possible root cause of the reported failure could be attributed to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp is currently being validated to address this issue. Evaluation, method: actual device not evaluated. Process evaluation.

Event description:
The customer reported that the roller clamp does not stop the flow of fluid when closed. The customer stated that this has occurred multiple times and that on a few occasions the roller has come out of the housing. No harm or injury was reported. The customer reported ten defective devices but did not provide any further information or clinical details for the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.